Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during biomed inspection before patient use the cardiosave intra-aortic balloon pump (iabp) has a small beeping sound while charging. There was no patient effects.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
N/a

Manufacturer narrative:
Based on getinge field service engineer (fse) comments the customer has decided not to repair it.

Manufacturer narrative:
Event site postal code - (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) had a small beeping sound while charging. Event occurred during me inspection before clinical use. No effect on patients. The equipment is in the hospital. No further information available. Repair service details not provided.